Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited varying pace impedances on the right atrial (ra) lead, but values never exceeded greater than 2000 ohms. The patient was brought in for further evaluation. Noise was then observed which appeared to be myopotential. In addition, it was noted that the patient previously experienced dizziness due to premature ventricular contractions. Boston scientific technical services (ts) discussed this type of noise does not come from a connection issue, and indicates a potential lead issue. Reprogramming was recommended if a lead revision was not possible. At this time, the system remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported.